Event description:
Additional information received - the surgeon indicated the cataract was related to the device and was either a surgical trauma or progressive cataract. The patient's visual acuity was 20/20.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 13.7mm micl13.2 implantable collamer lens in his left eye (os). The patient reported a cataract was forming on upper lens. The icl was implanted on (B)(6) 2010 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - cataract, induced. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - several factors could cause the late onset of cataract which includes age, concommitant diseases such as diabetes, trauma, smoking, alcohol use or systemic drugs such as steroids. Aging is a major contributing factor for progressive cataract which could not be ruled out especially in this case. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).